Event description:
It was reported that the patient began experiencing withdrawal symptoms following a pump replacement. The patient responded to oral fentanyl that she was given. It was noted that the implanted 40ml pump had been made to fit into the prior 20ml pump's mesh pouch. While attempting a catheter dye study, the healthcare provider was unable to aspirate. It was stated that a revision would be performed to check the pump/catheter connection the catheter for a possible kink. The device system was infusing fentanyl, clonidine, and bupivacaine. Four days later, it was reported that the patient had experienced a return of pain along with 'other withdrawal symptoms.' It was noted that an x-ray had been performed. The next day, the catheter was revised. At the time of report, the patient was 'fine' and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 8709, lot# j0039921r, implanted: (B)(6) 2000, product type catheter. (B)(4).